Event description:
Post successful transfemoral implant of the 23mm valve, there was moderate paravalvular leak (pvl) noted. After multiple dilations, central aortic insufficiency (cai) was noted and a second valve was placed. According to the CT scan measurements and m2s report, a 23mm valve was chosen for the patient. The annulus area measured 396mm, however; the patient is an average sized male and there was some discussion about using a 26mm sapien xt instead. An 18f edwards esheath was inserted into the lfa in the event that a 26mm valve was needed. Balloon aortic valvuloplasty (bav) was performed using an edwards 23 x 4 valvuloplasty balloon along with a contrast injection. The injection showed no contrast moving from the aorta into the lv so the team and proctor felt a 23mm sapien xt would be the correct size. After successfully implanting the 23mm valve in the 60/40 aortic/ventricular position, there was moderate pvl noted, and the team agreed to post-dilate with 1cc additional volume in the inflation device. The post dilation was performed which decreased the pvl a small amount but the pvl was still moderate. A second post-dilation was performed using an extra 0.5cc of volume (total extra volume at this point is 1.5cc) and did little to impact the pvl, but now it had caused a small amount of central leak. The proctor and heart team implanted a second 23mm valve to eliminate the central leak and reduce the pvl. The second valve landed 50/50 and diminished the pvl to less than mild and eliminated the central leak. The patient tolerated the procedure well and the procedure was completed. The patient was taken to the ICU to recover and was extubated later that evening. The bav lead the team to believe the annulus was smaller than it may have really been. Since this was a borderline annulus size, the decision was made to utilize the 23mm valve to be conservative. The patient¿s native annulus was measured by the CT to be 19.7x24.5, with mild calcification and mild aortic root calcification.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included.. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the patient¿s borderline annulus, along with mild calcification, likely contributed to the pvl. Multiple post dilations were performed to correct the pvl, causing the subsequent cai. A second valve corrected both pvl and cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.